Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when the ins was interrogated, all of the parameters were not saved. The ins was switched off and it was impossible to switch on. In addition, the software application was not working properly and it was impossible to set stimulation parameters. The patient experienced a return of symptoms. No external factors were known to have led or contribute to the issue. The physician used an n'vision programmer to set the parameters. The issue was resolved at the time of the report. Additional information was received: it was reported that the ins was switched off without any voluntary action from the patient or physician. It was impossible to switch on. The software application wasn't working properly and it was impossible to set stimulation parameters as the stimulation button wasn't available.